Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were showing on the left lead. It was reported that the patient's left lead had a partial fracture after getting hit at the back. Device malfunction was suspected on the left lead. The patient will undergo lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced. The physician confirmed that the lead was fractured as he had a visual of lead fracture above the clik anchor. The patient was doing well postoperatively the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were showing on the left lead. It was reported that the patient's left lead had a partial fracture after getting hit at the back. Device malfunction was suspected on the left lead. The patient will undergo lead replacement procedure.